Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date manufacturer was made aware.

Event description:
It was reported that the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.